Event description:
A loss of capture was also observed due to the lp dislodgement.

Event description:
It was reported, during an initial implant procedure, the right ventricular (rv) leadless pacemaker (lp) dislodged into the right atrium following a difficult release. It was suspected the difficult release was due to difficult patient anatomy. The lp was retrieved and successfully reimplanted to resolve the event. The patient was stable.